Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient's driveline site was red and had some drainage; the type of infection was reported as unknown. The patient was treated with vancomycin. Blood cultures were negative. No additional information was provided.

Manufacturer narrative:
Approximate age of device: 8 days. A correlation between the device and the reported driveline site infection could not be determined. The patient remains ongoing on vad support. The instructions for use lists infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.